Manufacturer narrative:
Device was initially received for the complaint that the patient pendant connector was defective. During investigation found the degraded downstream occlusion (dso) seal. This malfunction makes the event reportable. Review of event log/alarm history found that the events of cassette attachment failure that confirms the complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the dso (downstream occlusion) seal damaged and also the complaint was confirmed. The dose connector was replaced. The probable root cause was the bad dose connector. The performance verification test was performed and all tests passed within specification.

Event description:
It was reported that the patient pendant connector was defective. During investigation found the degraded downstream occlusion (dso) seal. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.